Event description:
The customer reported that the pump was noted to be smoking and emitted a bad smell while infusing on a patient. The customer also stated that the lvp had unspecified signs of melting. There was no report of patient harm.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Manufacturer narrative:
The customer¿s report that the pump was smoking and emitted a bad smell was not confirmed or replicated but the received system had thermal damage at the iui connection between the pump module and the pcu. The pcu event log recorded that the module was performing a secondary infusion and was removed from the pcu, inducing a channel disconnected alarm. This was followed by the pcu alarming for audio and low backup voltage failures and then the log recording a low 8v voltage failure. These errors are known to occur when there is thermal activity occurring with active iui connections. Inspection of the module showed a crack within the well (horn) feature of the right iui connector in the vicinity of the thermal damage. The connector was determined to be the source of the thermal damage, causing damage to the pcu's left iui connector to which it was attached. The right iui connector on the pump module was 9 years old and determined to be the original installed during manufacturing. The unaffected iui connectors had dried residue with contamination on the pins. Testing found the thermally damaged right iui connector to be shorted at pins 13 and 14. The root cause for the short circuit was not identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pump was noted to be smoking and emitted a bad smell while infusing on a patient. The customer also stated that the lvp had unspecified signs of melting. There was no report of patient harm.